Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced no delivery alarms over the weekend, and ended up in the hospital. It was stated that the cannulas were bent and that insulin was also leaking into the reservoir compartment. It was also stated that the customer's mother was concerned that the insertion device was not firing as it should. Nothing further was reported.